Event description:
A button/power issue was reported with the Abbott Diabetes Care (ADC) device. The meter would not power on with button press, charging and the customer was unable to obtain glucose readings. The customer became hyperglycemic with blood sugar level of 600 mg/dL, experienced a seizure, stroke, respiratory arrest and was unable to self-treat. It is unknown if the customer received third party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.